Manufacturer narrative:
The following information was received from follow-up: for the 3 pliers that the customer sent, all the "breaks" occurred during surgery without ever creating any lesions or undesirable facts in a patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument was found to have a broken grip cable at the grip hub location. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the mega suturecut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver was found to have a broken wire at the jaws. The procedure was completing as planned with no reported injury.